Event description:
A surgeon reports a patient seeing streaks of light and floaters following intraocular lens (iol) implant surgery. The surgeon has also noticed a membrane on the front of the lens. The surgeon reports the patient's vision is a "sharp 20/20".

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/29/2008 by fax and mail. A completed questionnaire was received on 10/31/2008.